Event description:
A review of service data detected a reportable problem. Upon servicing, electrode belt sn (B)(4), the electrode belt failed incoming functional testing. The last patient ot use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed incoming testing. Upon evaluation, the pp+ wire was severed in the cable connecting the distribution node (dn) to ECG b. The cause of the test failure is the severed wire. The root cause of the severed wire was unable to be positively identified, but is likely due to physical abuse. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.